Manufacturer narrative:
H2) correction: b5 updated.

Event description:
It was reported that there was known patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a high-pressure alarm occurred during pump operation. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective cassette product or circuit occlusion. The upstream sensor was recalibrated as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the main dosage would not decrease and the device would stop during operation. It is unknown if there was patient involvement, no adverse patient effects were reported.